Event description:
According to the reporter, during the sub total gastrectomy procedure, for the first firing for total gastrectomy, the surgeon pushed the green firing mode button and tried to fire the device, however it could not. The status of the indicators were not available. The procedure was completed with another device. The status of the patient is no problem.